Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa. Medical device type: intravascular administration set. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos and sample, the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that 7 bd vacutainer® ultratouch¿ push button blood collection sets had partial needle retraction at the end of the blood collection process. The following information was provided by the initial reporter: "customer complained that after pushing the button needle only retracted half way into safety shield leaving half the needle exposed. This occurred at lead 7 times. Event occurred at end of blood collection."